Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the customer experienced low blood glucose of 24 mg/dl; cause was unknown. Reportedly, the customer was assisted by paramedics and taken to the hospital where the customer ate food and rested to resolve the issue. Reportedly, the customer experienced memory loss. The customer was discharged on (B)(6) 2019 and has reverted to manual injections for insulin therapy.